Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had autofill errors. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7,d4(UDI) d10. H6 (investigation, findings, component codes, impact codes, conclusion). Updated data: b4, e1 (email), g3, g6, h2, h10, h11. Autofill issue could not be duplicated. Completed with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had autofill errors. There was no harm reported.